Event description:
It was reported that the patient was found to have high impedance back in (B)(6) 2025 and had x-rays done. The patient had a lot of scar tissue, so the surgeon elected to just cut the lead and explant the generator. The explanted lead has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Additional information received noting that high impedance was first seen on (B)(6) 2025. Also, the explanted lead was discarded.